Manufacturer narrative:
It was subsequently reported that the issue was that the stent got hung up in the main body of the telescope, not on the entry port or tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 6 french telescope guide extension catheter was used to treat a moderately tortuous, moderately calcified lesion exhibiting 80%-90% stenosis located in the mid right coronary artery (rca). There was no damage noted to the packaging. The device was removed from the packaging per IFU. The device was inspected with no issues noted. The device was prepped per IFU. The lesion was pre-dilated. Resistance was not encountered when advancing the device to the lesion. It was indicated that resistance occurred only at the telescope entry port. Excessive force was not used during insertion/delivery. It was reported a resolute onyx rx drug eluting stent failed to pass through the telescope guide extension catheter. The telescope was delivered in the rca over the balance wire. It was reported that the telescope fully exited the guide catheter. The stent was attempted to be delivered on 3 occasions. The stent was examined post attempts and deformation was noted on the proximal and distal ends. No attempt was made to inflate the stent. The stent balloon looked slightly inflated on the proximal end. The stent was not damaged prior to use. The procedure was completed using a new resolute onyx rx drug eluting stent without use of 6 french telescope guide extension catheter. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: it was later indicated that the diameter of the stent was not related to it failing to pass through the telescope. Correction: during a procedure, resolute onyx drug eluting stent and a 6 french telescope guide extension catheter were used. The devices were removed from the packaging per IFU. The devices were inspected with no issues noted. The devices were prepped per IFU. The lesion was pre-dilated. Resistance was not encountered when advancing the devices to the lesion. Excessive force was not used during insertion/delivery of either device. It was indicated that the stent was getting caught up at the telescope entry port. Device code (B)(4) added. If information is provided in the future, a supplemental report will be issued.